Event description:
A customer reported that their device switched to an unusual mode, failing to recognize the continuous glucose monitor (cgm), which led to incorrect readings and dosages. Despite these issues, there was no reported impact on the customer's blood glucose level. No further troubleshooting was requested or conducted following the report.